Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Distributor reported left side "old rupture" via ultrasound. Additionally reported was "small-nodule fibrocystic breast changes" which has been deemed not related to the device. The device remains implanted.